Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fractured where the head mounts to the stem. The fracture surface indicated that the device fractured due to excessive pressure being applied during use. No additional information was available on follow-up. The user manual contains the following warnings, "excessive pressure applied to bur may cause bur fracture. Should a tool fracture in use, extreme care must be exercised to ensure that all fragments of the tool are retrieved and removed from the patient. Unremoved tool fragments may cause tissue damage to the patient."

Event description:
It was reported that "drills broke during procedure. The broken peices fell into the patient, had to be searched for and taken out." No patient impact was reported. No additional information was available on follow-up.